Manufacturer narrative:
Citation: regueiro, a. Md. Et al. Association between transcatheter aortic valve replacement and subsequent infective endocarditis and in-hospital death. The journal of the american medical association (2016) 13;316(10):1083-92 doi 10.1001/jama.2016.12347 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding factors, clinical characteristics and outcome in patients who develop endocarditis after the implant of a transcatheter aortic valve replacement (tavr). All data were collected from a multi-country, multi-center registry with data between 2005 and 2015. The study population included 20,006 patients, 250 developed endocarditis. The study population included 115 patients who were implanted with a corevalve or a non-medtronic transcatheter aortic valve. Serial numbers were not provided. The study population was predominantly male; mean age 80 years. Adverse events included; moderate to severe aortic regurgitation (ar), cerebral vascular accident (cva), vascular complications, blood loss and permanent pacemaker implant. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.